Manufacturer narrative:
On 22-feb-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the distal tip of the vizigo sheath was kinked prior to patient insertion. The damage was 2cm from the distal end. There were damaged/lifted rings identified on the sheath. The sheath was not used on the patient. The sheath was replaced to continue the case. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2024, the product investigation was completed. It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the distal tip of the vizigo sheath was kinked prior to patient insertion. The damage was 2cm from the distal end. There were damaged/lifted rings identified on the sheath. The sheath was not used on the patient. The sheath was replaced to continue the case. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. The visual analysis revealed that the soft tip was bumped. No lifted electrodes were observed during the analysis. A device history record evaluation was performed for the finished device 0000250, and no internal actions related to the reported complaint were identified. The soft tip bumped condition found during the investigation could be related to the tip kinked reported by the customer therefore, customer complaint was confirmed. The bumped condition could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. The instruction for use (IFU) states that during insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).